Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
This is an out of box failure. It was reported that the device began to alarm, was displaying the wrench light, and then it locked up. There were no reports of pt use associated with the reported failure.